Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On may 14, 2026, intera oncology shipped a return kit to retrieve the device for evaluation. As of today, we are waiting for the device to arrive. Therefore, once the device arrives and is evaluated, a supplemental report will be submitted.

Event description:
Intera oncology was notified of a device issue during pump preparation prior to implantation. An intera field representative provided on-site support. During operating room preparation, the scrub nurse successfully emptied, refilled, and flushed the pump at a fluid warmer setting of 120°f. Bead formation was observed at this temperature. When the fluid warmer temperature was reduced to 95°f, it was noted that at approximately 109°f the pump was no longer producing a bead. The intera field representative contacted the intera medical science liaison (msl) for guidance. Per instruction, the catheter pathway was re-flushed using the special bolus needle and observed for approximately 10 minutes; no bead formation occurred. A small additional portion of the catheter was then trimmed, the catheter pathway was re-flushed, and the fluid warmer temperature was increased to 120°f. An insufficient bead formed but did not develop into a full bead after approximately 15 minutes. The intera msl and an additional intera representative were consulted regarding the event. Following discussion, it was recommended that a backup pump (serial number (B)(6)) be opened and prepared. The backup pump was successfully prepared, demonstrated adequate bead formation without issue, and was subsequently implanted.